Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. It was also reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer's blood glucose level was 140-149 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.